Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer changed the battery and insulin pump had alarm. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged high bg found on jan 24, 2022. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and test p-cap locks into the reservoir compartment. No unexpected alarms occurred during testing. Device was cut open to perform visual inspection and no moisture or physical damage to the electronic assembly. All buttons function properly. Device was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No stuck key alarms noted during testing, however, a stuck key alarm was found in the (history file or traces) (B)(6) 2022 at 17:05 and 17:15. Device passed the keypad voltage test. The following were noted during visual inspection: pillowing keypad overlay, scratched case, corroded battery tube, cracked case (battery tube), battery tube threads cracked, cracked case on corner of belt clip rails and minor scratches on lcd window. In summary unable to confirm customers alleged high bg. Customers alleged unresponsive keypad was not confirmed through testing. Device passed full dry test. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and test p-cap locks into the reservoir compartment. No unexpected alarms occurred during testing. Pump was cut open to perform visual inspection and no moisture or physical damage to the electronic assembly. All buttons function properly. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No stuck key alarms noted during testing, however, a stuck key alarm was found in the (history file or traces) jan 23, 2022 at 17:05 and 17:15. Pump passed the keypad voltage test. The following were noted during visual inspection: pillowing keypad overlay, scratched case, corroded battery tube, cracked case (battery tube), battery tube threads cracked, cracked case on corner of belt clip rails and minor scratches on lcd window. In summary unable to confirm customers alleged high bg. Customers alleged unresponsive keypad was not confirmed through testing. Pump passed full dry test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.